Event description:
On (B)(6) 2023, patient underwent implantation of heartmate 3 left ventricular assist device (B)(6) 2023 patient returned to the or for closure of median sternotomy with sternal plating and bilateral pectoralis major muscle flaps. Bilateral sub-pectoral bard blake drains were placed. (B)(6) 2023 np noted left jp drain with issues removing ultimately splitting high in chest. Dr. (B)(6) aware. Patient returned (B)(6) 2023 for removal of the retained jp drain.